Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had been in the emergency room (ER) since 11 am yesterday ((B)(6) 2024) and they were thinking it was a pump malfunction. The ER called medtronic last night and was trying to get someone out to interrogate the pump because they did not have the capabilities to do that.  The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the hcp on (B)(6) 2024 and the patient was still at the ER. The hcp had the impression that the pump was not working properly. Potential withdrawal symptoms. It was noted the patient was stable at the moment. The hcp requested a rep to come to the hospital to interrogate the pump. It was reported no alarm sounded from the pump. The patient recently had a refill of the pump.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.